Event description:
As reported by end user hospital, catheter portion of an implantable port broke off at the hub and migrated to the heart. "The pt was done with therapy and when they tried to draw blood, discovered the problem. Surgeon removed. Pt is okay. No further complications." The used device was discarded by the hospital.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical complaint report was reviewed for potential trends in the vaxcel pasv port product family for the failure mode of catheter broke/migrated." No adverse trends were noted. As the device was discarded by the hospital, an eval is not possible and the exact root cause of the event is unable to be determined. There is no indication, however, that the incident is related to a manufacturing issue. Process controls employed for this device include the following: a visual inspection to verify the proper assembly of the port and screw lock, inspection of the printed catheter for handling damage such as cuts or kinks, and incoming inspection of the catheter tubing verifying it to be free of physical damage. The directions for use supplied with the port instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques and avoiding "pinch-off syndrome."